Manufacturer narrative:
Model number/catalog number: sc-2366-50. Serial number: (B)(4). Batch/lot number:14164723/13648503. Model/catalog description: linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing a worsening pain in the left area region of the ipg. It was also noted that the ipg was non-functional. The patient underwent an explant procedure and was doing well postoperatively.